Event description:
The user facility reported the automated impella controller (aic) displayed ¿purge fluid not detected¿ error message. The console was exchanged, and the issue resolved. There was no reported patient use or harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed since the original report was filed. The console was returned for investigation. Upon inspecting the purge motor shaft, there were signs of a glucose ingress. This makes sense with the clinical failure since a glucose build up on the motor could cause the purge motor shaft to be blocked which would prevent the cassette from successfully deairing. However, the failure mode was unable to be reproduced, as they were able to run without issue. The cause of the purge issue was most likely a glucose ingress.